Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/23/2024, it was reported by a sales representative via (B)(4) that an ar-603-a508 ibal tka tib brng trl cracked in half upon removal of the trial during a case. No other parts were necessary as the trial portion of the case was completed, and no secondary surgery was needed. No additional time was added to the case. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 4/25/2024: this was discovered during a tka procedure on (B)(6) 2024. The device broke inside the patient and all fragments were retrieved without adverse effects on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-603-a508, batch number 113601321, was received for investigation. Visual evaluation noted that the trial had broken into two pieces. The device had signs of wear: nicks and chipping. Functional testing could not be performed due to the damage of the device. The most likely cause for the reported failure can be attributed to wear and tear and excessive user-applied mechanical forces over time. The manufacturing date is 2013.